Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed an "external device failure" error message. No patient harm was reported. Investigation summary: after multiple contact attempts, the customer relayed that they would not pursue a device exchange or repair. As such, a root cause cannot be definitively established. The device had been installed at the customer's facility since (B)(6) 2016 and had already exceeded its expected usage life. As a result, the reported issue could have originated from aging hardware. A review of the device's complaint history by serial number shows one previous complaint, ticket (B)(4), in which the customer reported a concern regarding the accuracy of the gas readings, but no root cause was determined due to the non-responsiveness of the customer. Nihon kohden will continue to monitor and trend similar complaints.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed an "external device failure" error message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed an "external device failure" error message. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed an "external device failure" error message. No patient harm was reported.